Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported. More information received was that the bme reported everything was working fine.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported. More information received was that the bme reported everything was working fine. Investigation summary: the customer reported that an event occurred when they performed a generator test. The event list revealed that communication loss occurred during the test. Root cause is likely related to the generator test performed at the facility. There is no evidence of an nk device malfunction. No further issues were reported as the system was functioning at the time of the call. A corrective and or preventative action is not warranted.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 07/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 07/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported.